Event description:
The patient contacted lifescan on (B)(6) 2013, alleging inaccurate control high on their one touch verio pro meter. The patient had obtained a 378 using the control solution. The patient denied exhibiting any symptoms or seeking any medical attention due to the alleged issue. The patient self-treated with insulin and did not seek any further medical attention. The technique of applying blood on the test strip was correct. Product was replaced and requested back for investigation. The product was replaced. The complaint is being reported due to failed control test. At this time there is no evidence that the meter caused or contributed to an adverse event. The complaint is being reported since the control test failed using the control solution.

Manufacturer narrative:
Product was replaced and requested back for investigation.